Event description:
Healthcare professional reported the events of ¿pain in the left breast¿, ¿changes in the shape of the left breast¿, ¿compaction on palpation¿, ¿implant rupture (intraoperative)¿, and ¿capsular contracture baker grade 3.¿ the reported rupture has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture and capsular contracture was requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported the events of ¿pain in the left breast¿, ¿changes in the shape of the left breast¿, ¿compaction on palpation¿, ¿implant rupture (intraoperative)¿, and ¿capsular contracture baker grade 3.¿ the reported rupture has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; implant rupture (intraoperative). Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.